Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The spouse reported that the peg tube could not be mobilized for a few days. A CT scan revealed that the inner retaining plate had come loose. Additional information received from the spouse on 12 oct 2023 who stated that during surgery due to a looped intestine (non device related), the internal retaining plate was noted to be "grown in a little." At the time of report, the tubing remained in the patient and a neurologist consultation was scheduled.